Manufacturer narrative:
The reported event occurred on a cobas e411 analyzer (serial number: (B)(6)). The investigation determined that the issue was a non-reproducible high flyer event. A definitive root cause for the reported event could not be identified. Service activities revealed misadjusted measuring cell pmt high voltage and sipper probe mechanical adjustments. These issues were corrected by replacing the measuring cell, performing pmt high voltage and bc calibration, and adjusting the sipper probe as per the service manual. Additionally, hbsag quality control passed after the customer replaced the hbsag reagent pack. Pre-analytical factors, such as centrifuge speed, could not be fully assessed due to insufficient data. The analyzer was returned to operational status following service interventions.

Event description:
The initial reporter alleged a false high result with the hbsag g2 elecsys cobas e 100 assay on the cobas e411 rack analyzer. On (B)(6) 2020, the initial test result was 2.95 coi (reactive). A repeat test on the same sample generated a result of 0.498 coi (non-reactive), which was deemed correct.